Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when sterilized distilled water was injected into the foley catheter during pretest, the balloon had burst.

Event description:
It was reported that when sterilized distilled water was injected into the foley catheter during pretest, the balloon had burst.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "high modulus silicone/ wall thickness too thin". It was unknown whether the device had met specifications. Based on patient code 2645, the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it is unknown whether the product had a relationship with the reported event. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "(4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]". It also states "[directions for use] 1. Method of use (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered". It also states "store in a dry, cool place away from heat, moisture, and direct sunlight". The device was not returned.